Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the device could not be fired at the 3rd firing, although the firing trigger was grasped after closing on the stomach with ecr60d cartridge. Then, the 4th firing was completed as intended, but the device could not be released after the 5th firing with ecr60w cartridge. The doctor released the device by pushing back the knife with a forceps. After the device was released, it was found that the deployed staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with two cartridge reloads present. The cartridge (b) was received fully fired and in good visual condition. The cartridge (c) was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload (c) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.